Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Device investigation hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: explant date is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 51-year-old male patient presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient's urine was noted to be pink/red, which was related to the cyanokit. The post-procedure outcome is unknown. The impella functioned at p-2 at 1.0l/min without any issues. Cyanokit commonly causes pink, red, or even brownish-red urine after administration. This temporary side effect occurs because the medication itself is a dark red crystalline powder.

Manufacturer narrative:
D6b: added explant date.